Event description:
It was reported that the patient had little red bumps or hives from opsite dressing around central line - contact dermatitis.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).